Manufacturer narrative:
On receipt of the device the history and memory logs were downloaded. The history logs for this device showed the pad-pak was first installed on (B)(6) 2015 and performed to specification up to (B)(6) 2015. Multiple manual power ups, mainly of ten minutes duration, were recorded between (B)(6) 2015 and the final history log entry on (B)(6) 2015. Each manual power up recorded a self-test fail due to a low battery. The returned pad-pak was installed and powered up on installation of the pad-pak. The on/off button was pressed however the device did not complete the shutdown sequence and continued to give a device service required prompt. A test pad-pak was inserted with the same result. The device was tested and successfully delivered a test shock. The device was disassembled for investigation. The printed circuit board was scrutinized with no visual abnormalities found. Investigation found the reported fault can be attributed to component failure. Current leakage within the component resulted in low battery warnings with a good pad-pak installed, the device powered up on installation of the pad-pak and the device failed to complete the shutdown sequence correctly which resulted in a ten minute manual power ups.

Event description:
There was no patient involved in this event. Low battery prompt with pad-pak expiry may 2019.